Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Device code(s): appropriate term/code not available (3191) was selected for the vessel perforation. Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, pain, and stress are directly related to the filter and unable to identify a corresponding failure mode at this time. The following allegations have been investigated: vena cava perforation, tilt, anxiety, pain and stress. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to large saddle pulmonary embolism and clot burden in lower extremities. Patient is alleging tilt and vena cava perforation. The patient further alleges ¿pain, stress and anxiety.¿ per a venogram of the abdomen dated (B)(6) 2011, "uncomplicated placement of an ivc filter in the infrarenal ivc. A celect ivc filter was placed.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2018, ¿a total of 4 prongs have perforated ivc series 2 image 49. Maximum distance prongs perforated 6.45 mm series 2 image 49. Coronal images 8.58 degree tilt superior/left to inferior/right series 3 image 66. Sagittal images 5.43 degree tilt superior/anterior to inferior/posterior series 4 image 70.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2018, ¿lnferior vena cava filter present with tip 3 cm inferior to the renal vein insertion. Moderate major strut protrusion present, with 8 degree leftward angulation of the vertex relative to the caval axis. No strut penetration of significant adjacent structures appear although anteromedial strut lies medially adjacent to the distal abdominal aorta.¿

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "pt received a cook celect filter on (B)(6) 2011". Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.